Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported through an implant card that a vns patient underwent lead replacement surgery due to lead discontinuity. Info was previously received from the treating nurse indicating the pt was to undergo lead replacement surgery as the pt's lead was found to be inverted during the review of x-rays. Further information was received indicating the pt underwent lead replacement surgery as scheduled and the neurosurgeon reported that when he went into the neck the coils were not on the nerve and he described the nerve as "pristine" as though no scar tissue was present. The surgeon felt like the coils may have never been on the nerve. Follow-up was made with the treating nurse who indicated that the surgeon could not tell for sure if a lead discontinuity was present at the time. (B)(4) attempts to obtain the explanted lead have been unsuccessful to date.